Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break ~29.5 cm from terminal pin. Due to location and type of damage most likely due to clavicle first/rib entrapment.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and sensing issues. After observation it was suspected to be fractured under the clavicle. The patient underwent surgical revision to explant the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated with any pertinent information at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and sensing issues. After observation it was suspected to be fractured under the clavicle. The patient underwent surgical revision to explant the lead and implant a new one. No additional adverse patient effects were reported.